Manufacturer narrative:
Device investigation narrative - one ultra fast-fix ab repair system, curved device 72201494 received. The device is in used condition. The deployment ejector has been retracted. The blue split cannula, t2 and partial suture have been returned. The depth limiter has been trimmed to surgeon¿s preference and a spare piece of depth limiter was also on the tip of the delivery needle perhaps to protect the needle. Functional test reveals that the device manually advances. The device is bowed and slightly twisted. IFU warnings states ¿do not bend delivery needle.¿ root cause for t2 non-deployment cannot be confirmed. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t2 did not deploy from the ultra fast-fix curved device. Attempts were made to remove t-1 but without success. A backup device was available to complete the procedure with a reported 10 minute delay.